Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have difficulty in breathing. The patient was reportedly hospitalized in response to the medical event. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case.based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have difficulty in breathing. The patient was reportedly hospitalized in response to the medical event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.